Manufacturer narrative:
Medwatch with a1 identifier (B)(4) is lot unk, medwatch with a1 identifier (B)(4) is lot 496455. E4-ni- it was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 566 mg/dl using unknown lot, 324 mg/dl and 192 mg/dl using lot 496455 within 10 minutes. No adverse event alleged. Meter and strips replaced and requested for return. Strips with unknown lot are not available for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.